Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned. The investigation determined the most probable cause for frequent high pressure alarms to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation. H6: health effects-clinical signs and symptoms or conditions.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has frequent high pressure alarms. No patient injury reported.